Event description:
The pt reportedly experienced a loss of lock with her internal device. External equipment was exchanged; however, the problem was not resolved. Surgery to explant the pt's device will be scheduled.